Event description:
It was reported that during a meniscus repair surgery, both ts (t1& t2) of two(2) ultra fast fix were deployed simultaneously. Following this the ts were removed from the patient with graspers, and the procedure was successfully completed using a competitor device, the name of the competitor was mitek. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection revealed two devices was returned together in one original packaging with the batch number of the complaint on the label. The t1, t2, and sutures were not returned for either device. The variable depth straw has been trimmed on each. The needle end has been broken off on both devices. Bio debris is present. A functional evaluation could not be performed because both implants, of both devices, have already been deployed and the needle ends are missing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that six intra-operative images were provided, that confirms the reported, however, they do not aid in determining the root cause and that the IFU lists under its warning: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to the use of this device.¿ the root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, both ts (t1& t2) of an ultra fast fix were deployed simultaneously. Following this, the ts were removed from the patient with graspers, and the procedure was successfully completed using a mitek competitor device. There was a delay greater than 30 minutes and no further complications were reported.